Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d4, d9, h3, h4, h6 and h11 the device was returned to olympus for inspection and the reported failure was not confirmed. The cause of this event at the user facility could not be determined. The top and bottom of the distal cover were found to be undeformed, which means that the distal cover was not properly attached to the endoscope. It is assumed that the distal end cover was not properly attached and dropped off due to the load during the procedure. Since it is difficult to visually detect the state of attachment of this product, it is feasible that the attachment of the distal cover was insufficient. In addition, the following reportable malfunction was identified during the device evaluation: a crack on the bottom of the distal cover. The definitive cause could not be determined. However, it is likely the connection between this product and the endoscope became unstable, and the distal cover cracked due to increased stress while it is in use. Chemical stress caused by chemicals adhering to this product may also have contributed to the crack. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal end cover was found to have fallen off upon withdrawal of the scope. A direct-view scope was then reinserted, confirming that the distal end cover had fallen into the duodenum. The fallen cover was retrieved using forceps. The procedure was prolonged due to the retrieval, but the exact time is unknown. The procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
E1-initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following patient identifier: (B)(6).

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.